Manufacturer narrative:
Internal complaint reference: case-(B)(4). H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were noted. Mdu failed functional testing with a defective oscillate button. Oscillate button would not activate motor. Cause of defective button is a collapsed spring. The complaint was confirmed and the root cause has been determined to be a defective button assembly. Factors that could have contributed to the event include a buildup of corrosion/debris around the button assembly from cleaning chemical fluid ingression over time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit was not oscillating. No case reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.